Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed on the programmer and confirmed that the stylus would not align with the the cursor on the display; the overlay/bezel assembly was found out of electrical specification. Analysis also found that the programmer was unable to read floppy disks, the lower case was worn, and the system fan was noisy. (B)(4).

Event description:
It was reported that the programmer stylus did not register on the bottom, right side of the display screen. It was noted that multiple styli were attempted and the programmer could not be updated because the display icons were inaccessible. The programmer was returned for repair. There was no patient involvement.